Event description:
This is a spontaneous case report received from a physician in united states on 25-apr-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2016 for permanent sterilization. Patient complaining of fatigue and metal taste in her mouth. She has nausea, headaches, dizziness and then started to feel awful on (B)(6) 2016. She said she cannot function and her body is allergic to everything (allergic to acetaminophen with codeine, aspirin, hydrocodone with acetaminophen and morphine). Patient said she wants essure taken out and given another form of permanent sterilization. Follow-up information received on 02-jun-2016 from physician - case was upgraded to incident: essure lot number was provided: d08054 (expiration date: 28-sep-2017). The events metal taste in mouth, nausea, itching, migraine and rash stated with 2 days of insertion and resolved since essure removal. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced rash. She had essure removed and she recovered from the event. The event is listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, she experienced rash with 2 days of essure insertion. Considering the this event resolved since essure removal, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident upon receipt of follow-up information since device removal was performed. Additionally, non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
Follow up information received on 22-jun-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). (B)(4). Lot number: d08054. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae cases reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced rash. She had essure removed and she recovered from the event. The event is listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, she experienced rash with 2 days of essure insertion. Considering the this event resolved since essure removal, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident upon receipt of follow-up information since device removal was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.